Event description:
It was reported that the customer experienced an unknown high blood glucose (bg) level. The cause was unknown. The customer went to the emergency room and was subsequently hospitalized. The customer declined to provide additional information regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.